Manufacturer narrative:
The pump passed the functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The pump had cracked case at the display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call of issue with failed battery test and hospitalization for high blood glucose levels. The customer's blood glucose level at the time of emergency room visit was over 700mg/dl. The customer states they have already had their battery cap replaced. Troubleshoot was conducted, and the customer was advised the pump would be replaced and returned for analysis.